Event description:
It was reported that the bd alaris pump module smartsite infusion set had a broken spike. The following information was provided by the initial reporter: it was reported by the customer that the spike breaking that was experienced with the alaris primary set # 2420-0007. My apologies for the issue of the spike breaking that was experienced with the alaris primary set # 2420-0007. Thank you for making us aware of this and providing the lot #. If this occurs again, please ask the end users to save the set if possible to send into bd. Having the sample to evaluate is very helpful for the investigation process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.